Manufacturer narrative:
Initial report 1220648-2026-02354 has been determined to be a duplicate of 1220648-2026-03955. Please refer to 1220648-2026-03955 for information regarding this complaint.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient was taken to the cardiac catheterization laboratory for impella removal. Percutaneous closure using perclose was attempted; however, after six attempts, adequate closure was not achieved. A decision was made to place a 14 fr sheath and transfer the patient to surgery for surgical closure. The patient underwent a surgical cutdown and vessel closure. The patient survived the procedure and was reported to be stable.